Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer that pins on the battery pca were bent/damaged. There was no patient involvement.